Event description:
A 95 year old female presenting with stemi (st-elevation myocardial infarction) and in pre support scai stage d cardiogenic shock was brought emergently to the catheterization lab, where she suffered cardiac arrest on arrival. Rosc (return of spontaneous circulation) was obtained, and pci to the lad was performed, followed by temporary pacemaker placement. Due to ongoing hemodynamic instability, the physician proceeded with impella cp support. Advancement across the aortic valve was difficult; aortic stenosis was noted, though the aortic valve area was unknown due to the emergent stemi condition. The device was ultimately advanced into the lv over a 0.018 wire and activated. Shortly after support initiation (on p6), the patient developed cardiac arrest again, with prolonged resuscitation lasting over 30 minutes and pea observed during rhythm checks. Based on the physician¿s assessment, the patient¿s severe underlying aortic stenosis likely contributed to impaired forward flow and hemodynamic collapse during impella support; however, a definitive causal link cannot be established until full investigation and product analysis are completed.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 medical device problem codes a150205 and a01 were inadvertently omitted on the initial report.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is ongoing.

Manufacturer narrative:
Added: d3, e4. Corrected: d4 (serial), h3. Patient-device interaction/ cardiac arrest: the root cause of the injury was unable to be determined due to insufficient clinical details. Difficult to advance: the cause of delivery issue was most likely due to severe aortic stenosis preventing successful delivery of impella and kinked the cannula.